Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration/migration of essure device: uterine fundus') and genital haemorrhage ('general, abnormal bleeding') in a 30-year-old female patient who had essure (batch no. B71763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included iron deficiency, vitamin d low, intervertebral disc herniation, hemorrhagic ovarian cyst, vaginal discharge, multigravida, parity 3, abortion and uterine bleeding. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain ("pain: pelvic/ abdominal"), abdominal pain ("pain: pelvic/ abdominal/abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines/headaches"). On (B)(6)2015, the patient experienced device expulsion (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On (B)(6)2015, the patient experienced vision blurred ("vision/eye problems: blurry vision"). On (B)(6)2017, the patient experienced urinary tract infection ("bladder/urinary problems: uti/infection ¿ urinary tract"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding),"), depression ("psych injury/psychological or psychiatric problems: depression/psychological or psychiatric problems: depression") and anxiety ("psych injury/ psychological or psychiatric problems: anxiety"). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, bleeding menstrual heavy, urinary tract infection, vaginal haemorrhage, menorrhagia, migraine, depression, anxiety and vision blurred outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vision blurred and bleeding menstrual heavy to be related to essure. The reporter commented: plaintiff took treatment for pain, bleeding, migration and urinary tract infection but have not received treatment for psych injury. Discrepancy noted in essure insertion date in the previous summons and current pfs. Bilateral tubal ostia seen with 4 coils on right and 3 coils on left at end of the procedure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: partial expulsion of device, pelvic pain, blurry vision lot number: b71763 manufacture date: 2013-09-11 expiration date: 2016-09 -30 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and genital haemorrhage ('general, abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic/ abdominal"), abdominal pain ("pain: pelvic/ abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems: uti"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma and urinary tract infection outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: plaintiff took treatment for pain, bleeding, migration and urinary tract infection but have not received treatment for psych injury. Discrepancy noted in essure insertion date in the previous summons and current pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event is updated to ¿pelvic pain¿. New events added : abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: uti and device migration. Reporter contact information and patient's demographics were added. Product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration/migration of essure device: uterine fundus') and genital haemorrhage ('general, abnormal bleeding') in a 30-year-old female patient who had essure (batch no. B71763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included iron deficiency, vitamin d low, intervertebral disc herniation, hemorrhagic ovarian cyst, vaginal discharge, multigravida, parity 3, abortion and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain: pelvic/ abdominal"), abdominal pain ("pain: pelvic/ abdominal/abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines/headaches"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems: blurry vision"). On (B)(6) 2017, the patient experienced urinary tract infection ("bladder/urinary problems: uti/infection ¿ urinary tract"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding),"), depression ("psych injury/psychological or psychiatric problems: depression/psychological or psychiatric problems: depression") and anxiety ("psych injury/ psychological or psychiatric problems: anxiety"). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, bleeding menstrual heavy, urinary tract infection, vaginal haemorrhage, menorrhagia, migraine, depression, anxiety and vision blurred outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vision blurred and bleeding menstrual heavy to be related to essure. The reporter commented: plaintiff took treatment for pain, bleeding, migration and urinary tract infection but have not received treatment for psych injury. Discrepancy noted in essure insertion date in the previous summons and current pfs. Bilateral tubal ostia seen with 4 coils on right and 3 coils on left at end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: partial expulsion of device, pelvic pain, blurry vision. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs received. Events per pfs: vaginal bleeding, menorrhagia, migraine, depression and anxiety (clubbed with already reported psych injury), vision blurred, device monitoring procedure not performed were added. Patient's medical history was added. Lot number received. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.